Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2401 captures the reportable event of unspecified injury of the ureter.

Event description:
It was reported that a contour ureteral stent was used during a dilation of right ureter with intraluminal device, via natural or artificial endoscopic opening procedure on (B)(6) 2019. During the procedure, the patient's ureter was injured. The patient was discharged four days post-procedure.